Manufacturer narrative:
The t:slim x2 g5 user guide states, "the transmitter battery will last at least 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. Reportedly, the transmitter had been in use for longer than 3 months. No additional patient or event information was available. A replacement transmitter was sent to the customer.